Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed using panels and the likely cause lot showed that it can accurately detect known concentrations of the assay. The trend review identified normal complaint activity for the issue under investigation. Based on the evaluation results, no product deficiency or malfunction were identified to be related to this issue as the incident was limited to a single patient sample. Testing of a new sample with the same lot generated a lower result.

Event description:
The customer stated that one patient sample generated a higher than expected result for the architect ca19-9xr assay. The patient was monitored with results as follows:a result of 9.2 u/ml was obtained back in (B)(6) 2012. Results of 45.5 and 43.9 u/ml were generated in (B)(6) 2013 and a result of 8.1 u/ml was generated in (B)(6) 2013. The customer suspected the results generated in (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed against an ex-us product (2k91-25) that has a similar product distributed in the us (2k91-27). (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.